Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
It was reported that there is a battery problem. There was reportedly no patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center. The customer re-ran the operational check and it passed. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The customer redid the operational self- check, which resolved the problem. The device remains at the customer site and no further evaluation is warranted at this time.